Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient went to her doctor as she kept experiencing unspecified symptoms of hypoglycemia, but her dexcom device did make her aware of this. The patient was given orange juice and a cracker, but stated that they still were low, and when a fingerstick was taken the cgm reading was high, and the blood glucose reading was 39 mg/dl. The doctor from the clinic called the paramedics and the patient was treated with a ¿shot¿. The patient could not clarify what type of shot, but most likely this was a glucagon shot. The patient was brought to the hospital, where she spent a night and was discharged the day after. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.